Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device was used at the blood vessel. When the jaw was closed and the handle was returned to the home position, the jaw would not open and the device would not clip. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional information was requested and the following was received.